Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/25/2020. Additional h6 patient code: 3189 - surgery prolonged.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/01/2020. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the name of the initial procedure? The suture was used to attach a cardiac stimulation probe. What was being done when the needle pulled-off (in the package/removal from package/during passage through tissue)? The needle was removed during the soft-tissue passage. Could you please confirm if we will receive the device? Product return status indicates availability unknown.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used to attach a cardiac stimulation probe. During the soft-tissue passage, the needle pulled off the strand and fell in the patient. The needle was retrieved by fluoroscopy during the procedure. There was a delay of the procedure. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.